Event description:
A zoll territory mgr called zoll customer support to report that (B)(6) male pt was receiving add gel messages. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (add gel messages) was confirmed. Upon investigation the pins on the trunk cable connector were bent, causing the add gel messages. The root cause for the bent connector pins could not be positively identified but was likely excessive force when connecting the electrode belt to the pt's monitor. No adverse event results from the bent connector pins. The pt received a replacement electrode belt.